Event description:
The manufacturer received information alleging a ventilator's touch screen would not function. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's touch screen/display was replaced to address the issue.